Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis found a connector issue. The analyst noted intermittency between the connector pin and cap. Blood/body fluid was noted on all conductors (not obstructed). The outer insulation was breached cut and had a cosmetic cut and cosmetic depression. Blood was also noted in/on the helix mechanism. (B)(4): analysis of the device found no anomalies found. An additional finding of grommet damaged.

Event description:
It was reported that there were high and varying impedances and thresholds on the atrial lead. The lead was tested during a revision procedure and had normal readings when connected to both the analyzer and the device. The physician decided to explant both the device and lead because no conclusion could be made as to why there were abnormal measurements. Both the lead and device were replaced. No patient complications have been reported as a result of this event.